Event description:
Our nicu along with some of our sister facilities have been looking at different types of tubing to use with premature babies. We wanted to keep the prime volume (pv) low but wanted longer tubing with a fused microclave. The fused microclave is thought to reduce infection because the line cannot be broken. Our current tubing (same mfg.) Needs an added microclave to mate with the syringe. Longer tubing normally has a larger pv so our hospital has been working with ICU medical to develop a custom made tube which is longer, 71 inch (180cm), and has the same pv (0.30ml) as our current 60 inch (152cm) tubing. However, we found that when trying to run a bolus of fluid after 15 to 20 seconds of run time the syringe pump would give an occlusion error. Our old tubing did not have this issue. We use 1ml to 10ml syringes for administration of meds and a 20ml to 60ml syringes for maintenance fluids. We found the occlusion errors were happening with all sizes of syringes. At this point we called in ICU medical to help us trouble shoot the problem. We did not realize this at the time, but with the custom tubing in order to have the same pv as our older tubing, the inside diameter of the tubing needed to be smaller. This smaller bore tubing was creating more resistance and therefore the reason for the occlusion errors. ) no patient was harmed in this scenario. Our sister facilities have been using this same custom tubing and have experienced similar occlusion errors. We just wanted to get this event out as education and a learning experience. User facility indicates that ICU medical has been very helpful in solving this problem. They came on site and helped us work through the issue. We are reporting this so others will be educated about this kind of issue.